Event description:
It was reported that the surgeon inserted a 24.5 diopter aa4204vf plate silicone lens. Due to sudden release of lens from injector/cartridge a posterior capsular tear occurred. The lens was removed and a vitrectomy was performed. Surgery was completed using a three piece lens. Contributing patient condition "dense cataract." The pt's pre-op best corrected visual acutiy 20/40 with a pre-op refraction +300 sph. Post-op best corrected visual acuity 20/count fingers. Post-op refraction -2.00+1.00x165. The posterior capsular tear was caused by the cartridge.